Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips would not close properly. The surgeon applied a new instrument and completed the procedure without incident.